Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not working properly. It was reported that customer was swimming with sensor was not responding or reconnecting. Troubleshooting was performed and customer was assisted with turning sensor feature on after changing sensor. Sensor issue was resolved. Customer's blood glucose was 409 mg/dl and customer declined troubleshooting for high blood glucose. Insulin pump is not expected to return.